Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: trabecular metalac posterior stabilized monoblock tibial component: blue, size 8 g-h, 12mm catalog# 00596001752 lot# unknown. It was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. Customer has not indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to pain approximately 6 years post implantation. All components were removed. No additional patient consequences were reported. Attempts have been made for additional information on the reported event and are unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.